Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the light transmission was lost or too low due to the broken light guide bundle of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a broken light guide bundle of the video cable section and the light transmission was lost or too low. There was no patient involvement.